Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). Their best guess was that the fall impacted lead function which caused impedance levels due to a lead fracture. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 3889-28. Lot# va1qq8s, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the lead was removed due to ¿device/lead failure.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1qq8s, implanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-apr-2022, UDI#: (B)(4). Interstim ii (serial# (B)(4)) and lead (lot# va1qq8s). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient fell on the ins and their programming stopped working; the reason for call was to ask how to run impedances. The call center reviewed information and the hcp provided the following values: ref 0 c 1909 3>4000ohms 2 >4000ohms 1 >4000ohms ref 1 c 1356 ohms all others >4000ohmsref 2 c 1356ohms all others >4000ohms ref 3 c 1710ohms all others >4000ohms. The caller then provided the program 4 therapy impedance result of 47,378ohms. As a result of what was reported, the caller will evaluate the patient and consider options. Later on that day, a rep said the patient fell on ice two weeks ago and it was following that event that the patient lost therapeutic effect. As a result of what was reported, the lead was replaced. On january 24, rep called back saying they checked impedances all indicators were green but all bipoles were >4000ohms and they were getting good motor response with the j-hook prior to lead replacement. After placing the new lead, all bipoles were >4000ohms even though they got good motor response with the new lead and j-hook. The caller also noted the setscrew was torquing on the lead so the lead was set in the header block. The call center had the caller adjust amplitude and pulse width and then retest. At 2.0v 300microseconds ref 0 c 1469 1 2946 2 2946 3 3041. At 3.0v90microseconds 0 1 2618 2 2468 3 2618 c 1320ohms. The caller noted all bipoles were within normal range/had green indicators. No further patient complications have been reported as a result of this event.